Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted for female sterilisation. Other product or product use issues identified: device defective "patient and her physician were unaware that the device was defective at the time of implant and for years thereafter" and device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had a hysterectomy performed as a result of the essure device and in order to remove the device.). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the second pregnancy case (2017-205260) is linked to the original case (2017-205252 ) incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.